Event description:
It was reported that the customer had a high blood glucose level and physical damage on the insulin pump. Customer's blood glucose level was 485 mg/dl. Customer's blood glucose level have been high since the damage to the insulin pump. Customer treated via bolus delivery. Customer stated that there were cracks and chipped pieces on the reservoir chamber and reservoir window. The top portion of the reservoir chamber and the clear window next to the reservoir chamber were cracked. Customer stated that there was also a crack on the rim inside of the reservoir chamber. Customer stated that half of it broke off. Customer had a back-up plan of insulin pens and manual injections. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, minor scratched display window, cracked case at display window corner, broken battery tube threads and missing end caps ticker.